Manufacturer narrative:
A visual evaluation of the returned device revealed that the pull wire was coiled/kinked and was outside the delivery system. The pull wire assembly was severely kinked near the proximal end and close to the distal end. The stent was detached from the delivery system. The working length of the stent was bent. The suture hole on the stent was torn/ripped. The suture was intact at the distal end of the push catheter. The guidewire exit port (ramp window) on the push catheter was ripped/torn. The guide catheter was detached/separated from the pull wire based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflexrx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old male patient (patient weight is unknown). During the procedure, the stent was unable to be deployed. The device was removed and the procedure was successfully completed with another advanix biliary stent with naviflexrx delivery system. There were no reported patient complications. The patient was reported to be in fine after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and the stent suture hole was torn.